Event description:
A physicians assistant called in reporting that the patient has high impedance. The patient noted she felt a flutter in her neck a few days before her appointment, and has felt nothing since then. The patient claims there has been no trauma. The device was disabled due to pain. X-rays were performed and reviewed by a medical professional. Per the review, no visible lead discontinuity was observed. No known surgical intervention has occurred to date to address the high impedance.

Manufacturer narrative:
Describe event or problem, corrected data: initial report did not include that the patient was seen by the surgeon, who was not able to recreate high impedance for the patient, and therefore surgery was not performed at that time.

Event description:
The patient's device is showing intermittent high impedance. The patient was seen by the surgeon, and they were not able to recreate the high impedance, therefore the surgeon elected not to perform surgery. After that, it was reported that the neurologist observed high impedance again for the patient and referred them for surgery. No known surgical intervention has occurred to date to address the high impedance.

Event description:
Patient underwent generator and lead replacement due to high impedance. The old generator and partial leads were returned for product analysis. Analysis is underway but has not been completed to date.

Event description:
The reported allegation of ¿high impedance¿ was not duplicated for the generator in the lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the lab. The reported fracture of lead(s) and high impedance allegations were not verified within the returned lead portions. Since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portions.